Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported observing bruising at the sensor site of the abbott diabetes care (adc) device. The customer experienced symptoms of pain, blood and bruising. The customer was unable to self-treat and a non-healthcare professional (non-hcp) disinfected the area and applied hirudoid cream for treatment. There was no report of death or permanent impairment associated with this event.